Event description:
Two-thirds into a plasmapheresis treatment on the com.tec device, the centrifuge and pumps stopped working. The devices screen did not alarm and appeared as it was still working properly.

Manufacturer narrative:
The us agent for product in regards to FDA reporting is fresenius (B)(4) located in (B)(4). The clinical specialist was contacted when this incident occurred. The clinical specialist stated that the nurse at the site had turned the device off. The clinical specialist told the nurse to turn back on the device and she helped the nurse through the treatment. A technician was sent out to the site to review the device. The technician ran a tpe set on the device for 2 hours and could not duplicate the problem. On (B)(4) 2011, the site was contacted to ensure the device was operating without fault. It was confirmed the device was operating without fault. No further action needed at this time.